Event description:
Overdelivery reported. The pump was set to deliver dilaudid (concentration 150mg in 30cc) at approx 5 to 7.5cc/hr. A new vial was hung. Ten to twenty minutes later the pump alarmed "empty syringe." Upon inspection by the nurse, it was reported that the pt had received 100mg of dilaudid in the 10-20 minutes. No pt harm was reported as the pt had been receiving four fentanyl 100microgram/hr patches and had also been receiving increasing dosages (up to 20mg/hr of dilaudid) of pain medication. Customer states that the pump "kept beeping" and wouldn't shut off; the pump was switched out.